Manufacturer narrative:
Tw ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported during an endoscopic vein harvesting procedure, that t.w. Power supply did not have energy. Hospital engineers confirmed it was not working. No case delay but a small delay while another power supply was hooked up. The customer did try switching our both the ext able and adapter, before getting a new power supply. New power supply was hooked up to finish the case. There was no patient harm.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation on 08/21/2024. An investigation was conducted on 09/11/2024. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact power supply. An electrical evaluation was conducted. A reference power cord was plugged into the power supply and the device was switched on. The green lights on the power supply did not turn on. A pre-cautery test was performed per the instruction for use (IFU) with a reference adapter, hp2, cable, and power supply vh-3010 at level 3.0. The device did not pass the pre-cautery test. An engineer evaluation was conducted on 10/16/2024. There was no dc power. It was determined that due to the age of these two power supplies, no further investigation is possible, the design of the device has since changed, and the device cannot be sent to the supplier. Based upon the received condition of the device, as well as the evaluation results, the reported failure "failure to deliver energy" was confirmed. The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch. UDI# cannot be completed since serial# cannot be validated.